Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that battery gauge was observed to be fluctuating after disconnecting the pump from a power source. There was no reported impact to the customer's blood glucose level. In addition, it was reported that the pump intermittently vibrates without the presence of any alerts or alarms. Customer declined to troubleshoot with tandem technical support.